Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).

Event description:
The physician reports performing bilateral cataract surgery with implantation of the mi60g intraocular lens. The surgeon noted circular scratches on the lens. Approx three weeks postoperatively, the pt developed an inflammatory reaction. Additional info has been requested. Reference MDR: 1119279-2011-00025.